Event description:
It was reported that an unspecified amount of novum iq syringe pumps had occlusion issues and doesn¿t infuse during an unspecified process step. The devices contained lipids. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to f10/h6: medical device problem codes (add code). Additional information: h6 (update codes) and h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.